Event description:
Boston scientific received information that this pacemaker was reported with the observation there was a descendency between the longevity calculation and the battery gas gauge being displayed. A boston scientific technical services (ts) was consulted and stated the cause likely due to the autocapture or current bin edges. There were no adverse patient effects reported.

Manufacturer narrative:
A save to disk and memory dump were requested however, to this date have not been received. Records indicate this device remains in service. Should additional information become available this report will be updated.